Manufacturer narrative:
H3 and h6. Evaluation codes: updated. Through device analysis the complaint was verified by functional testing. Immediately after turning on the power, it does not initialize, the temperature display is inconsistent, and no air is blown. The root cause was due to a broken sensor cable inside the hose. The hose was replaced to correct the issue. The device passed all functional tests after repair. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the temperature display fluctuates when the hose moves. The blockage alarm sounds when the blanket is pressed. There was patient involvement and unknown patient harm.